Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 80 mg/dl on the contour next link 2.4, was retested in the lab and the reading was 38 mg/dl. No symptoms were mentioned. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Strip information was not provided. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Customer returned strips for evaluation. The information was not provided for the initial report.